Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was unknown at the time of event current blood glucose was 519 mg/dl. Customer stopped using the device and reverted to back up plan. Customer does not recall any significant event that may have caused the device to alarm stated he was only playing music. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.